Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump or that there was moisture or corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2016 with the following findings: a call service (cs) 052 alarm was observed in the black box history. The battery cap was not returned with the pump; therefore, a test battery cap was used to complete testing. The test battery cap secured to the pump and maintained electrical connection. The battery compartment was found to be intact; no damage was observed. There was no evidence of moisture observed in the battery compartment. The pump was exercised for 24 hours using the test battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The reported ¿no power¿ issue was not duplicated during investigation.